Event description:
On (B) (6) 2008, the pt reported that "two drops" of insulin leaked into the cartridge compartment of his infusion device. He stated that he feels the rubber stopper of the insulin cartridge became "tilted" which caused insulin to leak out. The stated that he could see scratches on the rubber stopper of the insulin cartridge, but cannot visually see if it became shifted. He stated that this issue first began in (B) (6) 2008. He was educated on the proper procedure for changing the insulin cartridge. He was advised to allow the infusion device to air dry. He switched to his previous infusion device. No physiological effects were reported. Further attempts to follow-up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.